Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information confirms that 3010266064-2020-01614 refers to the same as 3010266064-2020-01618, therefore, we are closing this complaint and keeping with case-2020-00005366-1 and will continue communicating with you using 3010266064-2020-01614. We apologize for the inconvenience this might cause to you.

Event description:
It was reported that during a tka procedure, the handpiece thrust no longer works. The handpiece no longer moves back and forth. According to visual inspection, the wheel seems to be defective. It was swapped for its backup to continue with the procedure with a delay of less than 30 minutes. No other complications were reported.